Event description:
Patient reported unknown side "lymphoma" which was determined to be not related to the device. Patient later reported unknown side "capsular contracture." The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported unknown side "lymphoma" which was determined to be not related to the device. The device remains implanted.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma. A review of the device history record has been completed. No deviations or non-conformances noted.